Event description:
The customer alleged there was no audio alarm when the pt became disconnected from the device. It is unknown if visuals were present or if alarm silence function had been activated. There was no pt harm. No other info is available about the set alarm limits or pt settings. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. It is not verified that there was no audio alarm, and no malfunction may have occurred.